Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section h imdrf annex f to reflect delay. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had rebooted unexpectedly. A field service engineer (fse) confirmed that the station was functioning correctly. The fse checked all cable connections and verified the pyxibus cables for both the main and auxiliary drawers. The station did not reboot on its own during the inspection. However, since multiple users had observed the station rebooting itself, the fse reimaged the station as a precaution. The station was then up and running, and users were able to pull medications without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was rebooting itself. The customer reported there was a delay in dispensing medications to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was rebooting itself. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.